Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer found that drawers 3.1 and 3.2 were not detected on the bus, and the station would not power on when plugged in. The fse identified a drawer board failure in drawer 3.2 and replaced the drawer board. The issue was resolved, and the customer performed an inventory count successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device had no power. Moved the plug to a different outlet and even used a different power cord to check if that was the issue, but it still did not power on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.